Manufacturer narrative:
A proper evaluation cannot be performed due to the product not being returned. Info received from the customer indicates a cystoscopy, retro pyelography, laser litho and ureteroscopy were being performed for a urethral stone and insertion of left double j stent. A second procedure was not performed due to no repairs or missing parts when measured. We are currently trying to contact the facility to have the product returned or allow us to view and photograph. If any additional info becomes available, it will be forwarded to the proper authorities.

Event description:
"During attempted removal of left ureteral stone, 3.0 cook nitinol basket broke while in the ureter."